Event description:
During a pump replacement, refer to manufacturer report # 3004209178-2014-20656 for the events that occurred with the previous pump during replacement, the healthcare professional (hcp) tried hooking up to new pump and still could not aspirate. The hcp then opened up the spinal incision to find "connection or trouble". It appeared there was a fracture/break in the spinal segment of the catheter. They were unsure what had caused the fracture. It was also determined that approximately only 10.5 cm of the catheter was in the intrathecal space based on the catheter markings. The catheter was then replaced; the catheter was discarded by the customer and would not be returned. After the replacement, the drug concentration was changed because the hcp didn¿t want to start the patient at the original dose since it was unsure if he was receiving that dose. There were no patient symptoms reported, the patient¿s status at the time of report was listed as ¿alive no injury¿ and the patient was doing "fine" after the operation. The medication in the pump was lioresal.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l42928, implanted: 1997-(B)(6), explanted: 2014-(B)(6), product type catheter. Product ID neu_unknown_cath, product type catheter. (B)(4).